Manufacturer narrative:
Section a4: additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power while connected to a mobile power unit was not confirmed. The submitted log file contained approximately (B)(4) days of data ((B)(6)2020 ¿ (B)(6)2020 , per the time stamp). Throughout the log file the active power cable disconnected alarms appear to be routine in nature that occur when the patient is switching power sources. There were no other notable alarms or events active in the log file including no external power alarms. Throughout the log file the pump maintained a speed above the low speed limit (lsl) without issue. Provided information indicated that mobile power unit was in the process of being exchanged; however, the mpu was not returned to abbott for evaluation nor the serial number was reported. . Multiple attempts were made to obtain additional information from the customer regarding the event and/or device status. No additional information was provided. As a result, a specific root cause for the reported no external power alarms was not determined through this analysis. To date, the mpu s/n-unknown associated with this complaint was unavailable for an evaluation and the complaint file will be closed accordingly. The heartmate ii lvas patient handbook documents the set up and use of the mobile power unit, as well as specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility). The heartmate ii lvas patient handbook also documents alarms and the proper actions to be taken if alarms cannot be resolved, as well as changing external power sources. The heartmate 3 patient handbook instructs users on how to exchange their system, and to never exchange their system without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (under section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available.

Event description:
It was reported that a patient had a history of no external power alarms while on mobile power unit (mpu) during a clinic visit in january. Their waveforms were submitted to review for any additional issues during a clinic visit. Upon log file review, there were no ebb usage or other unusual events, and the mcs equipment is operating as intended. There was a plan for the mpu to be exchanged.